Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that the compression springs had shortened with use in the reported problem area of the pipette assembly. All of the compression springs were replaced. The instrument was inspected, tested without further problem, and returned to service.